Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted the ring setscrew was in the up position and moved freely. The tip setscrew was stuck in the up position, and was able to be loosened with 23 inch ounces of force. Both retainer rings were bent, likely caused when the setscrews were backed out. An is-1 lead was inserted into the port, with no issues observed. No electrical testing of the device was possible, due to the detached header. Laboratory analysis determined that the damage noted on this device was most likely induced/caused during the explant procedure.

Event description:
Boston scientific received information that this pacemaker was replaced for normal battery depletion. The associated lead is a non boston scientific lead. The pacemaker was removed from the pocket and the lead was also attempted to be removed. The lead was unable to be removed, so a hole was drilled in the header and the distal pin was pushed directly. The lead was still unable to be removed. The header was then broken with a forceps. A portion of the previous torque wrench existed in the proximal setscrew. After removing the portion of the torque wrench, the set screw was able to be loosened and the lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and will be removed for analysis. Upon receipt at (B)(4) laboratory, this device will be analyzed and this investigation will be updated.